Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a (B)(6)-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test.". The patient's medical history included numbness in leg, pelvic pain and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction type") and complication associated with device ("she has complications or problems that occurred at the time of your essure placement procedure"). The patient was treated with surgery ((B)(6) 2008 bilateral salpingectomy - laparoscopy other (please specify) - ablation with novasure). Essure was removed on (B)(6) 2008. At the time of the report, the abdominal pain lower, female sexual dysfunction, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and hypersensitivity had resolved and the complication associated with device outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, complication associated with device, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction and hypersensitivity to be related to essure. The reporter commented: left tube- 7 of coils. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received lot number was added. Events "allergic or hypersensitivity reaction type, apareunia (inability to have sexual intercourse), nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain lower, fatigue, complication of device,did not undergo essure confirmation test" were added. Medical history was added. Patient , product and reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 42-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test.". The patient's medical history included numbness in leg, pelvic pain and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. On (B)(6) 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction type"), complication associated with device ("she has complications or problems that occurred at the time of your essure placement procedure"), pain in extremity ("thigh pain") and back pain ("low back pain"). The patient was treated with surgery ((B)(6) 2008 bilateral salpingectomy - laparoscopy other (please specify) - ablation with novasure). Essure was removed on (B)(6) 2008. At the time of the report, the abdominal pain lower, female sexual dysfunction, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, pain in extremity and back pain had resolved and the complication associated with device outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, back pain, complication associated with device, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity and pain in extremity to be related to essure. The reporter commented: left tube- 7 of coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New event: thigh pain, low back pain was added. Onset dates were added. Outcome for events updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 42-year-old female patient who had essure (batch no. 626800) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test.". The patient's medical history included numbness in leg, pelvic pain and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), hypersensitivity ("allergic or hypersensitivity reaction type") and complication associated with device ("she has complications or problems that occurred at the time of your essure placement procedure"). The patient was treated with surgery ((B)(6) 2008 bilateral salpingectomy - laparoscopy other (please specify) - ablation with novasure). Essure was removed on (B)(6) 2008. At the time of the report, the abdominal pain lower, female sexual dysfunction, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and hypersensitivity had resolved and the complication associated with device outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, complication associated with device, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction and hypersensitivity to be related to essure. The reporter commented: left tube- 7 of coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.